Manufacturer narrative:
Product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that it was found that this right ventricular (rv) lead perforated the heart wall, confirmed by echocardiogram and computerized tomography (CT) scan. The patient experienced pain and palpitations. The lead was removed and replaced. No additional adverse patient effects. The product is not expected to be returned for analysis.